Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged one day post-implant. As a result, a new ra lead was successfully implanted. No adverse patient effects have been reported.